Event description:
Nurse was attempting to operate the battery powered suction irrigator and describes event as: "on/off switch felt like it broke on the inside of unit when I tried to turn it on." The on/off switch is on the part of the unit that is located off of sterile field. Initially, at the beginning of the case, unit did operate when nurse turned it on and checked. She then turned the switch to "off"; until the surgeon needed to irrigate later on. Unit would not turn on and operate and nurse had to open a new irrigator.